Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.